Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r waves (ffrw) appear to be causing false atrial tachycardia/atrial fibrillation episodes and all over-sensing falling into blanking. The ra lead remains in use. No patient complications have been reported as a result of this event.